Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was not reported. The patient was treated with unknown antibiotics (dose, frequency and duration not reported). The patient recovered from the peritonitis and the peritoneal fluid was clear. At the time of this report treatment with antibiotics was continued and the action taken with dianeal therapies was not reported. No additional information is available.